Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was in 54- 200 mg/dl range. Reportedly, the customer consumed carbohydrates and required assistance from contacts to address bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.